Event description:
The trapease filter was implanted on 3/9/2004. Follow-up x-rays in december of the same year reveled the filter to be fractured. The pt had a primary diagnosis of acute pulmonary emboli and deep vein thrombosis (dvt), including hypotension and impaired consciousness. In addition, the pt also underwent surgery for omental necrosectomy. Warfarin was used post-procedure for anticoagulation therapy, but it is unk what the current anticoagulation therapy is. It is also unk if there was thrombus at the delivery site pre- or post-procedure. The affiliate has no info as to whether the problem was corrected or resolved. Multiple attempts to obtain additional info have been made, but as per the reporting affiliate, they have been unable to gather this info.